Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the cutter did not pass testing; however, the repair was not completed because the cutter cannot be repaired. Review of the device history record identified no deviations or anomalies related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was tested at clinical engineering department and it was malfunctioning. No patient involvement. Event timing during kit inspection at engineering department. Investigation showed the cutter did not pass the cut test.